Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The robot lost calibration mid-case. Robot would not pass two-step check at bone prep, then would not pass rio registration. Tka case delayed 15-20 minutes, completed manually.

Event description:
The robot lost calibration mid-case. Robot would not pass two-step check at bone prep, then would not pass rio registration. Tka case delayed 15-20 minutes, completed manually.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding failed verification of sawblade involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed verification of saw blade. There was one other reported event (B)(4). Conclusion: the user failed to seat the rio during rio registration which affects arm accuracy. In addition, the robotic arm accuracy was compromised through loss of cable tension during the interoperative case. This system was functioning within its specifications pre-operatively as evidenced by pre-surgery checks. The root cause for the loss of accuracy intraoperatively due to cable tensioning is not known. Because this loss of accuracy happened after passing the checkpoints there was no interoperative monitoring to alert the user to the loss of arm accuracy.